Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 830 mg/dl. The customer changed the infusion set, the night prior to the event. When she woke up, her blood glucose levels did not register on the glucose meter. Later in the day, the customer experienced thirst, frequent urination and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. However, found several motor error alarms in the history. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.